Manufacturer narrative:
H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim#: (B)(4).

Manufacturer narrative:
D2b - unable to leave blank. H11 - toxic anterior segment syndrome (tass) is an acute sterile postoperative inflammation that can occur after uncomplicated or complicated intraocular surgery. While improper sterilization and contamination of surgical instruments remains the most common risk factor associated with tass, ocular viscoelastic, and improper preparation of antibiotics for intracameral injection may also led to tass. An exact cause could not be determined as the event could be multifactorial in nature including patient and/or procedure related factors. Claim #: (B)(4).

Event description:
A health professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced tass-like symptoms. Cause of event is unknown. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional information: a1 - patient identifier: (B)(6). A2 - date of birth: (B)(6) 1992 a3a - sex: male b3 - date of event: 07-apr-2025 b5 - describe the problem: a healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced tass. Medication was administered and problem resolved. Cause of the event was reported as unknown. D1 - brand name: evo/evo+visian implantable collamer lens d2 - common device name: phakic toric intraocular lens; qcb d4 - additional device information: model number - vticm5 12.6 (-7.0/1.5) catalog number - vticm5 12.6 serial number - (B)(6). Expiration date - 31-dec-2026 primary unique device identifier number - (B)(4). D6a - implant date: (B)(6) 2025 d10 - concomitant medical products and therapy dates: injector model: lioli-24; lot#: unk cartridge model: sfc-45; lot#: unk foam tip plunger: ftp; lot#: unk h4 - device manufacture date: 21-jan-2024 h6 - health effect - impact code (f): 4644 - medication required. H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced tass. Medication was administered and problem resolved. Cause of the event was reported as unknown.